Event description:
It was reported that there was an incomplete fracture of the right atrial (ra) lead. Polarity switch had occurred in the atrial lead. The device setting was changed from aai to vvi-40. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).